Event description:
Pt complained of pain, both components loose, and osteolysis noted. Doi 2005 dor 2008(right side).

Manufacturer narrative:
Eval was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records and complaint history were not provided. Although the exact root cause could not be determined, info provided in the initial report suggests that the implant size chosen for the initial surgery did not achieve the desired results. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.